Event description:
The reporter indicated ventricular undersensing. The pacer was programmed to ddd unipolar. A loss of capture was observed, except at 8.1 v/.6 msec. The reporter also indicated a suspected lead fracture.